Event description:
The customer contacted philips to arrange replacement of a battery described as "older". There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.